Event description:
On 4/9/97 during a directed plateletpheresis collection when 3,655 ml of whole blood had been processed at a ratio of 11:1 the donor complained of tingling of the tips and numbness of the extremities. The procedure was immediately discontinued. The donor was given tums tabelts (calcium source) and milk. Blood was drawn from the donor and a calcium level was done. The reporting source did not want to release the test results of the calcium level due to confidentiality. The reporting source also stated that the ams pump handle had been checked and he believed that the handle was closed. The donor recuperated fully and was released in good condition from the donor room.